Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced positioning issue. The patient presented to catheterization lab on bipap for a high-risk percutaneous coronary intervention (pci). The patient became unresponsive as wire was attempting to cross valve. Pressures in the 40's transitioning to pulselessness. Cardiopulmonary resuscitation was initiated, and the patient was intubated. Return of spontaneous circulation was obtained, and the impella cp was placed with flows of 3.2 l/min and mean arterial pressure of 138. Single access pci was attempted with alternate site right femoral artery. Pci was completed to the left internal mammary and left anterior descending (lad) arteries with one stent placed to ostial lad to proximal lad. The impella cp pump position appeared on echocardiogram to have a depth of 3.5cm with the pigtail in the mitral valve apparatus. An attempt was made to reposition the pump but left as there was concern for worsening mitral valve regurgitation. The patient was transported to the unit on support. An attempt was made to reposition the pump under echocardiogram at bedside. The patient had existing mitral regurgitation and per the physician the mitral regurgitation was presently consistent with baseline. The plan was to attempt to wean patient as tolerated. The patient remained intubated and sedated. The following day the impella position remained unchanged. The next day thereafter the patient was successfully weaned, and the pump was explanted. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.